Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. It is unknown if the discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and chloride results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. During troubleshooting, it was determined that a different sample run on the instrument prior to sid (B)(6) had a clot check error and the clot was not completely cleared from the integrated multi-sensor technology (imt) dilution bowl. The customer also found that the clot detector settings were incorrect and the translation of the clot error to the laboratory information system was turned off, which was later turned on. The cause of the discordant, falsely low sodium and chloride results on one patient sample was related to the pre-analytical sample handling of the prior sample. The instrument is performing according to specifications. No further evaluation of the device is required.